Event description:
The customer reported that during a triple a (abdominal aortic aneurysm) repair procedure, the pt was burned. A break in the insulation of the bovie cord may have caused an arc through the towel clip to the skin. The or reported that the cord was "kinked" and the arc reportedly came from the "kink". The pt had a 1 cm circular full thickness, 2nd degree burn on the anterolateral aspect of the right thigh. It was unk where the pt return pad was placed. The pt was treated with silvadene and released from the hosp.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.